Event description:
It was reported that there was a pleural effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The physician performed a final effusion sweep via transesophageal echocardiogram. The imaging showed that there was a 1cm right ventricle pleural effusion. The effusion was observed for 10-15 minutes before the decision was made to leave it and repeat another echocardiogram image one hour post procedure. There were no changes to the patients vital sign and no intervention was ever needed for the effusion. The patient was discharged the next day as planned doing fine following these events.